Event description:
A user facility reported that the lma was deflated and inserted into the patient. Noted on inflation that it would not hold (maintain) volume. Removed lma and replaced without incident. Inspection revealed hole in pilot balloon. It was reported that there was no pt injury or problem. The user facility returned the lma for eval.